Event description:
It was reported that the stent foreshortened. Reportedly, the physician cannulated the vessel in a contralateral approach and deployed the stent without difficulties. Upon deployment, it was identified that the stent had foreshortened by approximately 4 cm. Therefore, to fully treat the lesion, an additional 7x80 stent was deployed, overlapping the first one. There was no report of injury to the pt.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the mfg and inspection of this product and the product was found to have met all specifications prior to shipment. The delivery system has been returned for evaluation and the investigation is currently underway.